Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement that caused saline to shoot out of the syringe. The following information was provided by the initial reporter: "also, I received notice from another unit that there are potentially two more lot numbers. I will verify tomorrow. When I attempted to hand push the air out of the affected syringe, it was extremely difficult and caused the saline to shoot out of the syringe. I placed this syringe on the pump and ran it at 0.5 ml/hr and received no occlusion alarm. However, when I increased the rate to 3.0 ml per hour, the pump almost immediately alarmed. This was free flow at the patient end, so no patient occlusion was possible. Additional information received on 15 sept 23 please advise the material number and batch number of the affected product. Ref # (B)(4). Lot #¿s 3226386; 3214828; 3031740 kindly describe the incident in detail. All affected syringes have plungers that ¿stick¿ and are difficult to push, resulting in occlusion alarms when run on med administration pumps what is the occurrence date? (B)(6) 2023-(B)(6) 2023 is there any adverse event on patient? No is there any medical intervention needed due to the incident? None"

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1911916-2023-00713 is a duplicate of 1911916-2023-00703 this supplemental is to cancel MDR 1911916-2023-00713.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement that caused saline to shoot out of the syringe. The following information was provided by the initial reporter: "also, I received notice from another unit that there are potentially two more lot numbers. I will verify tomorrow. When I attempted to hand push the air out of the affected syringe, it was extremely difficult and caused the saline to shoot out of the syringe. I placed this syringe on the pump and ran it at 0.5 ml/hr and received no occlusion alarm. However, when I increased the rate to 3.0 ml per hour, the pump almost immediately alarmed. This was free flow at the patient end, so no patient occlusion was possible. Additional information received on 15 sept 23 -please advise the material number and batch number of the affected product. Ref # (B)(4) lot #¿s 3226386; 3214828; 3031740 -kindly describe the incident in detail. All affected syringes have plungers that ¿stick¿ and are difficult to push, resulting in occlusion alarms when run on med administration pumps -what is the occurrence date? (B)(6) 2023-(B)(6) 2023 -is there any adverse event on patient? No -is there any medical intervention needed due to the incident? None."